Manufacturer narrative:
No unexpected failed battery test alarms noted. The insulin pump passed displacement test and off no power test. Operating currents were in specifications. The display was blank, due to a severely corroded battery cap contact. The device was tested with a test battery cap and powered on properly. The insulin pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and a cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump display went blank. Customer's blood glucose was 6.1 mmol/l. Customer inserted a new battery and received a failed battery test alert. After battery was removed for 20 minutes and a new battery was inserted, customer still had a blank display. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.